Manufacturer narrative:
Follow-up #1 date of submission 11/02/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated.

Event description:
It was reported that the down and okay keypad buttons were intermittently responsive. The patient stated that she discovered the issue on (B)(6) 2011 when she attempted to program and deliver a bolus. She said that the pump was frozen on the verification screen. The patient pressed the buttons multiple times to achieve the intended pump response and successfully delivered the bolus.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.